Event description:
The recipient reportedly experienced loss of lock. External equipment was exchanged, however, the issue was not resolved. Revision surgery is scheduled.

Manufacturer narrative:
The recipient's device was explanted. The recipient was reimplanted with another advanced bionics cochlear device.

Manufacturer narrative:
The external visual inspection revealed that the electrode was severed prior to receipt as well as damaged to the fantail, epoxy header region, braze, and ceramic case. All of these anomalies are believed to have occurred during revision surgery. The photographic imaging inspection revealed severed electrode wires at the fantail region. This is believed to have occurred during revision surgery. System lock could not be obtained. The no lock prevented some of the electrical tests from being performed. The residual gas analysis test was unable to be performed due to damage which is believed to have been induced during revision surgery. The internal visual inspection revealed a broken substrate and detached components as well as a detached magnet. This is due to damage which is believed to have been induced during revision surgery. The reported complaint of intermittent malfunction was verified during this analysis. However, this device has a gross leak failure at the case-band braze. This is believed to have been induced during revision surgery. Due to this, the root cause could not be determined. This older device configuration is no longer manufactured. This is the final report.

Manufacturer narrative:
The external visual inspection revealed that the electrode was severed prior to receipt as well as damaged to the fantail, epoxy header region, braze, and ceramic case. All of these anomalies are believed to have occurred during revision surgery. The photographic imaging inspection revealed severed electrode wires at the fantail region. This is believed to have occurred during revision surgery. System lock could not be obtained at any spacing. The no lock prevented some of the electrical tests from being performed. The manual capacitor leakage test revealed unstable readings due to flooded components. The residual gas analysis test was unable to be performed due to damage which is believed to have been induced during revision surgery. The internal visual inspection revealed a broken substrate and detached components as well as a detached magnet. This is due to damage which is believed to have been induced during revision surgery. The reported complaint of no lock was verified during this analysis. However, this device had a gross leak failure at the case-band braze. This is believed to have been induced during revision surgery. Due to this, the root cause could not be determined. This older device configuration is no longer manufactured. This is the final report.